Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began 1 year prior to contacting lfs. The patient reported obtaining alleged inaccurate high blood glucose readings of ¿475, 447 and 471 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient informed the csr that she manages her diabetes with a combination of novolog and lantus insulin. The patient reported that on an off for about a year she took an increased dose of 20 units of novolog at lunchtime and 5 units at night and 20 units of lantus at night as a result of the allege issue. The patient claimed developing symptoms of ¿weakness, sweating and trembling¿ at an unspecified date and time due to the alleged issue. In response to the symptoms, the patient reported treating herself with food and drink. The patient denied that her blood glucose was tested on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.